Event description:
The customer had called regards to a battery issue. It was conveyed that the customer was assisted. It was reported that the customer was hospitalized for hyperglycemia. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was educated on the two hbg rule.